Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with micro endoscopic discectomy therapy. It was reported that the grip of connection part between the flexible arm and the retractor was weak, it was wobbling making it difficult to use. There was no patient involved in the event. There were no symptoms reported. There were no further complications reported regarding the event. Additional information was received from the rep. Lot no. Was my12f001(r).